Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition , including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator.the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3] valve in this scenario.in this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The root cause of the malposition was unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist during a transcatheter mitral valve replacement procedure for a 29mm sapien 3 valve in the mitral annular calcification (mac), the valve was implanted in a canted position causing a posterior leak. A second a 29mm sapien 3 was implanted successfully and the patient did well. There were no edwards device malfunctions during the case. The root cause of the valve being implanted canted was unknown. The team was very confident as everything went well during the procedure.